Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed all labels were still intact. No physical damage was found on the device. Device history file was reviewed which confirmed that most recently, there was a record of occurred nda during the pump operated on (B)(6) 2023. It confirmed the customer reported issue. Possible defective downstream sensor. Replaced the downstream sensor, and upstream sensor was re-calibrated as a preventative measure. Product is beyond 9 years from manufacture date of 2013-05 and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was alarming when the disposable was attached and reattached to the pump. No patient injury.